Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required and additional information is being added per closed-complete of medical review. It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Detached or missing sensor wire.

Event description:
Subsequent to the supplemental MDR, a voluntary MDR/medwatch report was received on 2/14/2024.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5150853 and mw5150854 .

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.